Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% from the setting during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.